Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 142mg/dl. The customer states they received motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify motor error, e70 alarm and perform functional check including, rewind, basic occlusion, occlusion, prime and excessive no delivery and displacement test due to no button response. The insulin pump had cracked reservoir tube lip.